Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device does not pass the operation test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.